Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy (atp) for supraventricular tachycardia (svt). Programming recommendations were made. There were no reported patent consequences.